Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned without blood visible. There was contrast visible on the tip coils. There was corrosion on the tip ball. The shaping ribbon was separated, 8 mm proximal to the tip ball. There were two bends in the shaping ribbon, 3 mm and 7 mm proximal to the tip ball. The shaping ribbon was in a corkscrew at the distal fracture edge for a length of 4.5 mm. The tip coils were stretched, 1 mm proximal to the tip ball for a length of 19 cm. The tip coils were twisted around the core at the center solder for a length of 5 mm. The shaping ribbon wrapped around the core for a length of 2.1 cm. The shaping ribbon was in a corkscrew at the proximal fracture edge for a length of 4 mm. There was no other damage noted to the guide wire. This product will be sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. It was reported, "...attempts were made to cross the lesion by manipulating the guide wire in and out of the tip of another company's catheter. When the bmw universal guide wire was pulled, it felt the tip was trapped in the lesion." Results of the sem analyst indicate that the device shaping ribbon was subjected to excessive ductile overload beyond the design limit of the guide wire, causing the tip to detach. There was also evidence that there was torsional overload before the ductile fracture and there were bends and coil damage to the device, probably from the overall difficulty that was reported. For the guide wire to fail due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull or bending force applied. In anatomy as reported. The forces applied in the attempt to remove the guide wire exceeded the strength of the shaping ribbon of the guide wire which fractured. The reason for the guide wire tip entrapment is not described in the incident, but overall, the guide wire issue does not appear to be manufacturing related. The guide wire corrosion, as found in the analysis, is related to deterioration in transit back to abbott and is not related to the issue. The lot history record was reviewed and there were no non-conformities associated with this product lot. A query of the complaint handling database was performed and there have been no similar complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that the bmw guide wire was delivered to the lesion inside the microcatheter and attempts were made to cross the lesion by manipulating the guide wire in and out of the tip of the catheter. When the bmw was pulled, it felt like the tip was trapped in the lesion. The lesion was examined on angiography and the coils were confirmed to be stretched. An attempt was made to withdraw the guide wire, but the shaft separated. The proximal shaft was removed. Then, an attempt was made to collect the separated distal part still trapped in the lesion. A balloon was inflated inside the guiding catheter (gc) so that the proximal part of the coil was caught between the inflated balloon and the inner lumen of the gc. The distal shaft was collected by withdrawing the whole system. It was confirmed on angiography, no remnants of the guide wire were in the vessel. No additional event or patient information is available.